Event description:
On 10/25/96 co's customer service dept received a call of an alleged regulator burn out injuring a female technician. The technician received 3rd degree burns on her arm and some heat flash on face and chest. The accident occurred at the hosp. The hosp is pursuing the accident to determine ownership of product and probable cause. The gas media is oxygen.